Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l34928, implanted: (B)(6) 1995, explanted: approximately (B)(6) 2014; product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, approximately (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump was eroding through the skin. The pump and catheter were exposed, so they were explanted and replaced on approximately (B)(6) 2014. The patient was hospitalized. The drugs in the pump were morphine, bupivacaine, and clonidine.